Manufacturer narrative:
The device is not available.

Event description:
It was alleged that the user facility had an accident where the ambulance was rear-ended by a moving truck at 20+ mph. The stretcher had a patient on board that suffered multiple fractures and lacerations as a result of the accident. This event is being reported due to the patient injury that occurred while using the device. The device was not reported to have caused or contribute to the injury.